Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID/l neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The consumer reported a loss of therapy and return of symptoms. The device broke down after 5 years of implant and the wires became disconnected. The device was implanted around 1977 or 1979 and the loss of therapy was around 1982 or 1985. Everything was still inside the patient. The device was totally enclosed in their body and felt kind of like an egg shape. The patient thought they had a stroke the day prior to the report. They did a cat scan and did not find anything, just minor signs of stroking. The patient's face drooped but it was noted that it could be something else. Nothing else was planned at the time of the report.